Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient reported wearing a pod on the abdomen for longer than 48 hours at the time medical attention was sought. Patient reported persistent hyperglycemia (reported glucose value 561 mg/dl) that did not resolve, prompting healthcare provider evaluation and an emergency room visit the same day. A prior issue of missing sensor values was addressed by the healthcare provider; elevated glucose levels subsequently recurred. Patient reported emergency room evaluation for approximately 11 hours with same-day release; hospitalization did not occur. Patient reported elevated blood glucose without additional symptoms. Diagnosis was not reported. Treatment details were not confirmed; patient reported receiving intervention to reduce blood glucose but could not specify. Patient alleged the event was related to the pod; however, device malfunction could not be confirmed. No alarms were reported. Device evaluation was not performed as the pod was not retained. Date of medical attention and diagnosis are unknown as patient was unable to recall.